Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this lead was electively explanted and replaced due to high pacing thresholds secondary to the pt being upgraded to a cardiac resynchronization therapy defibrillator (crt-d). The lead was discarded at the explanting facility. No adverse pt effects were reported. As no add'l info concerning this report is expected at this time, our investigation is complete. This investigation will be updated should add'l info be provided.